Manufacturer narrative:
The serial number of the customer's e801 analyzer was (B)(6). One sample was provided for investigation. The customer's thyroid (ft4 and ft3) values on e801 analyzer could be reproduced. No differences between different test generations of ft4 and ft3 could be observed. No hints against streptavidin agent (sa) or biotin interference and no typical prewash effect could be observed. Interference analysis - sa component: interference analysis was carried out with sa toolbox (a-tg) on cobas e411 to check if an interfering factor against sa could be present in this sample. Reagent without sa-interference blocking agent and reagent with sa-interference blocking agent were used for comparative measurement. A-tg concentration values generated with both reagent kits were comparable high with about 1000 iu/ml and showed no difference. No increasing signal value could be observed. Interference analysis - ft4 sulforu-label: interference analysis was carried out with ft4 on cobas e411 to check if an interfering factor against sulforu-label could be present. R&d research kits with modified ru-label ("old" test generation) were used for comparative measurement. Within this interference analysis no interfering factor against sulforu-label could be identified as no difference between concentration values using sales lots and using r&d research kits could be seen. An interfering factor against sa and ft4 sulforu-label could be excluded because no difference of signal and concentration values could be observed with investigated assays. The mathematical differences of the ft4 values - generated with the assays from roche diagnostics and abbott and wako - most likely relate to differences in the setups of the assays, the antibodies used and differences of the standardization materials and procedures used. The investigation determined that no assay interfering factors were detected. All assay generations and versions measure comparable results. A product problem could not be found. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The serial number of the customer's e801 analyzer was not provided. The serial number of the e801 analyzer used for investigation was (B)(6). The customer compared the sample to another sample after adding 25% peg treatment. The values obtained were: tsh: value: 6.600. Value after adding peg: 1.800 ft4: value: 1.96. Value after adding peg: 1.52 ft3: value: 2.15. Value after adding peg: 1.68. The units of measurements were not provided. The customer stated that after 25% peg treatment, a slight decrease in recovery rate was observed for ft4. No decrease in recovery rate was observed in tsh and ft3. The sample was requested for investigation. Investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 1 patient¿s sample tested with elecsys ft4 g3 (ft4 iii) assay and elecsys ft3 g3 v2 (ft3 iii v2) assay on a cobas e801 module compared to a non-roche analyzer (wako assay of accuraseed). From the sample, there were discrepant results for ft4 iii and ft3 iii v2 when the sample was tested at the customer¿s site and a discrepant result for elecsys ft4 g4 (ft4 IV) when the sample was tested at the investigation site. This medwatch will apply to the ft3 iii v2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft4 iii assay and to the medwatch with a1. Patient identifier (B)(6) for information related to the ft4 IV assay. Refer to the attachment for the patient¿s data. On (B)(6) 2023 the sample was initially tested on the customer's e801 analyzer and repeated on a non-roche analyzer (wako assay of accuraseed). No questionable result was reported outside the laboratory. On (B)(6) 2023 the sample was then provided for investigation where it was tested on a 2nd e801 analyzer. On (B)(6) 2023 the sample was also repeated on an abbott architect analyzer.